Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
The surgeon reported that the 4 locking screws had backed out of the variax clavicle plate. The patient was revised on (B)(6) 2018.

Event description:
The surgeon reported that the 4 locking screws had backed out of the variax clavicle plate. The patient was revised on (B)(6)2018.

Manufacturer narrative:
The reported event that locking screw variax full thread 2.7mm / l22mm was alleged of 'poor fixation' could be confirmed, consulting the sent x-rays. Based on investigation, the root cause was attributed to be either user or patient related. The failure was caused by missdrilling or a possible unknown patient incident. Unfortunately no further details could be obtained. The device inspection revealed the following: the returned plate shows clear damages on some of the holes (especially where the locking screws were placed). Missdrilling is evident which clearly indicates that the locking mechanisms are partly damaged. Therefore it is evident that the locking screws backed out as a result of these damages. Also some slight miss drilling or steep screw angulation is visible even where the bone screws were placed. Note that even some damages on the upper threaded section of some of the locking screws are evident, which gives us an indication that these damages were surely cause after the screws were already backed out (patient movement). The test showed that some of the screws could still be locked in position but not as secure as it should be. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If any further information is provided, the investigation report will be updated.